Event description:
It was reported that a patient developed a hernia coincident with peritoneal dialysis (pd) therapy. The hernia was on the right side. The hernia was manifested by pain in their lower right area, sore testicles, and fluid leaking out and down into "lower parts". Pd therapy was discontinued and the patient switched to temporary hemodialysis. The hernia had not been repaired yet; however, a clinical assessment is scheduled to determine if hernia repair surgery can be performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The device history record was reviewed and no issues were found that could have caused or contributed to the event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A visual inspection was performed and no issues were found. A power on self-test was successfully performed. The device passed all check and calibration testing. A simulated therapy was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the exact date of the onset of the hernia was unknown; however it was sometime in (B)(6) 2014.should additional relevant information become available, a supplemental report will be submitted.